Event description:
Pt revised to address loose stem, found osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided prod and lot codes since their release for distribution. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 18 yrs of implantation. The investigation could not verify or identify any evidence of prod error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both provided prod codes are considered inactive/obsolete. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be reopened.